Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented for a mitraclip procedure. During the preparation, guide would not hold the column. Device was replaced and continued the procedure. All steps were performed as per IFU. There were no adverse patient effects or clinically significant delays reported.